Event description:
The user facility reported that the doctor had to remove a broken portion of a glidewire out of the patient's urethra that had broken off from a previous surgery. There was no patient harm and no adverse event. The procedure outcome was a success. There were no other devices or equipment used with the reported product. Additional information was received on 20mar2020. The previous procedure that was performed was a laparoscopic right ureteric preimplant which was performed on (B)(6) 2019. The broken portion of the glidewire was removed by fluoro. The testing performed to confirm that the broken portion was removed entirely was fluoroscopy. There was no blood loss. Additional information was received on 01apr2020. The procedure was a robotic laparoscopic procedure that used several instruments. A guidewire was used to put in double j stents. The patient had a jabbing sensation and did not identify the wire until after the second surgery.